Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error during bolus. The customer blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had motor errors in the past but recently it had happened more often. Customer reports they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer was able to complete pump rewind. Customer stated the insulin pump alarms contains more than one motor error alarm within the last 30 days. The device will not be returned for analysis.